Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that while using a bd connecta¿ stopcock, it was broken and leaked. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
The device history report for lot number 7244978 was reviewed, no related abnormalities were found. Material number 394995 for lot 7244978 was manufactured on 09/12/2017. This is the first instance of this failure mode with this lot number. According to the sampling plan applied for product performance, this lot was accepted and released, with no defects being noted during final assembly or in packaging visual inspections. Additionally a photograph was provided for the purpose of aiding our quality engineer's investigation. Although our engineer was able to observe the reported failure mode, they were incapable of determining the root cause of this complaint due to a lack of clarity in the photos provided. Customer reported tubing and leakage issues; however, no sample was available for evaluation which is essential to perform a better investigation. Bd was not able to duplicate or confirm the customer¿s indicated failure mode. Quality records have been consulted for tracking and trending purposes and no issues like this are detected which means pretty low occurrence. Process fmea rm5943 was reviewed and there are proper controls in place to detect product malfunctions. Always refer to IFU for product usage recommendations. We will keep monitoring the manufacturing process and in case any emerging trend is detected, further actions will be taken if necessary. Based on investigation results to date, root cause for manufacturing process cannot be determined. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time.

Event description:
It was reported that while using a bd connecta¿ stopcock, it was broken and leaked. There was no report of exposure, injury or medical intervention.